Event description:
It was reported that prior to implant attempt, the helix would not deploy while exercising the lead. The lead was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix/lobe distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.